Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a patient notifier. Upon interrogation, multiple non-sustained rv oversensing episodes due to noise were observed. The noise was reproducible with pocket manipulation. A lead revision was performed. The lead was reset in the header and the issue was resolved. The lead remains implanted. There were no complications during the procedure and no symptoms were reported by the patient.